Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire and the reported peeling was confirmed. The reported difficulty to advance and difficulty to remove were unable to be confirmed due to the returned condition of the device. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. The investigation determined the reported peeling, difficulty to advance and difficulty to remove appear to be related to operational circumstances of the procedure. Based on the reported information and returned analysis, it is likely that during advancement of the command 18 guide wire, the guide wire encountered resistance and the difficulty to advance though the non-abbott support catheter. Manipulation and/or inadvertent mishandling against resistance likely resulted in the polymer peeling and subsequent polymer damage and the difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous procedure to treat the superficial femoral artery. Outside the anatomy, attempt was made to backload the command 18 guide wire into a non-abbott support catheter. The guide wire was almost all the way in the catheter when it was no longer able to advance further. When the guide wire was removed from the catheter, the nitinol on the tip of the guide wire appeared shredded, but was still attached to the rest of the guide wire. There was no patient involvement with this wire. A non-abbott guide wire was used with the same non-abbott support catheter to complete the procedure without further incident. No additional information was provided.